Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer¿s blood glucose level was 101 mg/dl customer changed infusion set to address the issue and resumed insulin delivery.